Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. Customer stated the battery cap was not loose, cracked or damaged. Customer reported that battery compartment and spring was not damaged or corroded. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer discontinued to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer returned insulin pump for an alleged failed battery test alarm. Insulin pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No unexpected failed battery test, low battery alarms noted during testing. Pump history download using thds was successful. There is no failed battery test alarm shown on download report was on event date (B)(6) 2022. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.device passed all required test. Low battery alarm, failed battery test alarm anomalies not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.